Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component codes, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The delivery system flex shaft movement during deployment was unable to be confirmed as no applicable procedural imagery was provided for evaluation. As reported, the flex shaft was not locked prior to deployment. Per training manual, the user is instructed to check if the balloon lock is locked, and flex tip is on the triple marker prior to thv deployment. If the balloon locking mechanism was not fully engaged, the balloon shaft could move during deployment and result in the reported event. As such, available information suggests that use error (balloon lock not properly locked) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field representative, a patient was undergoing an urgent balloon aortic valvuloplasty (bav). The patient had severe aortic insufficiency post-bav, so a 23mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach. While positioning the commander delivery system and valve in the annulus, the physician did not lock the flex catheter. As they were deploying, the physician went to push the valve in slightly, and with the flex catheter unlocked, only the outer flex catheter moved over the balloon shaft. This caused the tip of the flex catheter to advance slightly over the shoulder of the balloon. The physician deployed the valve, and the valve was pushed toward the lvot. The valve was deployed too low, so a second 23mm sapien 3 ultra valve was then deployed 50:50 (aortic/ventricular) position to seal the annulus and anchor the valve. The second valve was deployed without issue and trace pvl was seen on tee. The patient was noted to be stable with no issues.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202317388. Investigation is ongoing. H3 other text : device was not returned.